Manufacturer narrative:
Download data confirmed that the pod generated an 0x22 alarm, indicating that the main was in critical alarm. Inspection of the device, including the printed circuit board (pcb), revealed no abnormalities that could account for the alarm. Corrosion was observed on the bottom battery; however, no leaks or signs of corrosion were identified during the device investigation. The exact cause of the battery corrosion could not be determined. It cannot be determined whether this corrosion contributed to the 0x22 alarm. Battery voltages were measured to be sufficient. The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values and user inputs. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level dropped to 3.7 mmol/l (67 mg/dl) while wearing the pod between 37 and 48 hours. It was reported the pod alarmed with an error message starting with 19-. No medical assistance was required and a new pod was applied. Investigation of the returned pod found corrosion on the bottom battery.